Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
While attempting to advance the 014 wire the wire entered a dissection plane. The true lumen was found and the procedure was completed. After the lesion was treated a second stent was placed to tack down the flap. During final angio there was no sign of dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
While attempting to advance the 014 wire the wire entered a dissection plane. The true lumen was found and the procedure was completed. After the lesion was treated a second stent was placed to tack down the flap. During final angio there was no sign of dissection.